Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no explant or reoperation was performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via medwatch mw5085834) that female patient who had unknown mentor gel implants placed was diagnosed with an autoimmune disease post procedure. Specifically, reported all of the following: fatigue, dry eyes, heart palpitations, cold hands, cold feet, very low blood pressure, dry skin, red eyes, chest pain, numbness, fibromyalgia, endometriosis, insomnia, hair loss, and exercise induced fatigue. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-12839 for contralateral prosthesis report.